Manufacturer narrative:
(B)(4). Being submitted for occurrence 01, MFR 9610877-2020-00157 is being submitted for occurrence 02, MFR 9610877-2020-00158 is being submitted for occurrence 03.

Event description:
Pentax medical was made aware of an event that occurred in the operating room after use in the united states. The user facility reported that the elevator on the "dec[distal end cap] duodenoscope not holding tension when completely articulated, not closing completely (allowing devices to slip through without hitting a hard stop), and not responding to elevator lever on a 1:1 basis. Docs have noticed it in multiple procedures in last few weeks, including when training new fellows. Said they're still able to work around it and complete procedure, but it makes things significantly more difficult", involving a pentax medical accessory model oe-a63, lot #0011010, used with a pentax medical video duodenoscope, model ed34-i10t2, serial number unknown. A call was made to the pentax medical sales rep on 28-aug-2020, and he stated that the technician reported the incident to him on 17-aug-2020. When he followed up with the physician, the physician told him that the malfunction occurred during procedure within three separate cases within the prior two weeks. They were able to complete the procedure with each device with no injury or adverse event to the patient reported and no reported delay that would require medical intervention. Since the physician did not know the exact date of the three cases, the endoscope serial number used in the case, event date, patient and case details are all unknown and will not be available. It was also stated that the facility does follow pre-check procedures and all ifus. The complaint is currently under investigation.